Event description:
It was reported that the insulin pump alarmed no delivery during the manual prime process of an infusion set change attempt. The blood glucose reading was 186 mg/dl. During a manual plunger push, it was found that insulin did exit the tubing. Upon troubleshoot, the insulin pump alarmed no delivery while running a manual prime. The customer stated that he had to increase his dosage of insulin because it seemed as though the last insulin pump he had was giving him more insulin. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
There was no excessive no delivery alarm during testing. The unit passed prime test, excessive no delivery test and displacement test. The unit had buttons keypads function properly. The unit had minor scratches on the lcd window, cracked reservoir tube lip and scratched reservoir tube window.